Event description:
It was reported that a ring of the attachment fell during a surgery. However, nothing entered the surgical site. There was a slight delay of less than 30 minutes, as the procedure was completed using a back up device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed that the bearings in the attachment were shattered.